Event description:
The facility reported a colleague infusion pump with a failure code of 812:00. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. During baxter's review of the event history, it was discovered that failure code 812:00 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired at this time since it is a stay-in unit. A follow-up medwatch report will be submitted if additional information becomes available.